Manufacturer narrative:
Product analysis: visual and optical examination of the returned ibt did not identify rupture or cut. Injecting instrument with fluid identified leakage at the distal tip of the instrument balloon. The location and nature of failure is consistent with pin hole leak due to contact with bone shard. Image review: submitted images appear to display pin-hole ibt balloon puncture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty for wedge fracture from l3 vertebra. Intra-op, during inflation the balloon had burst. The inflation syringe pressure suddenly dropped down to 0psi. Radiopaque barium sulfate flowed into the patient's spine. No patient complications were reported. Pressure prior to rupture: 280 psi; voulume: 3cc

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.